Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had air leak and the flow rate was 1.5lpm. Also concerned that water temperature was low and now at 8c. Currently patient was febrile. Ms&s had disconnected and reconnected the arctic gel pad, then the flow rose to 2.8lpm. Explained that device working and trying to lower patient temperature (currently 38c and goal 36c). The patient was only using buspar, tylenol and bair bugger and not shivering. Medical team would round soon and would discuss heat generation with them. Per follow up via nurse on 23feb2021, once reconnecting the pads, no further issues. They reviewed the graph with clinical educator and the patient had been on track with meeting goal. Patient completed therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had air leak and the flow rate was 1.5lpm. Also concerned that water temperature was low and now at 8c. Currently patient was febrile. Ms&s had disconnected and reconnected the arctic gel pad, then the flow rose to 2.8lpm. Explained that device working and trying to lower patient temperature (currently 38c and goal 36c). The patient was only using buspar, tylenol and bair bugger and not shivering. Medical team would round soon and would discuss heat generation with them.